Manufacturer narrative:
Mckesson has identified a software defect that is encountered when users login to the pacs from an emr, or using legacy web url. As a result of the software defect, the user may experience missing images in a newly imported study, and/or study imports that remain in an "in-progress" status. Mckesson will work with affected customers to apply a software update to prevent the recurrence of the problem.

Event description:
The reporting facility had reported a one hour delay in care for a (B)(6) year old stroke patient due to a failure to import all study images into the pacs system. The reporting facility performed alternative measures to view the study images to treat the stroke patient. No harm to the patient was reported as a result of the delay.